Event description:
Three reports of 21g straight needle's safety cover popping off while the phlebotomist is trying activate it, resulting in an open sharp being tossed in the sharps container. The lot number for the problem needles is 9129551. It's not a new lot number (we've been using others from this batch without incident).